Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. The pod was originally reported for leaking and high bg (blood glucose) levels.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. A tear was observed in the exposed portion of the soft cannula. Fluid was observed to leak from this tear. The timing and cause of the observed soft cannula damage could not be determined.

Manufacturer narrative:
H2 added device evaluation, h3 changed to "yes".